Manufacturer narrative:
Conclusion statement: the reported ineffective therapy was confirmed. Microscopic inspection of the returned lead a identified few broken wires in the lead body that corresponded to channel 5,6,7 and 6 would cause impedance issues that will results in ineffective therapy. This is consistent with the observation made in the field. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-02564. It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention and had their leads explanted and replaced. Reportedly, patient now has effective therapy. The investigation did not determine which lead resulted in ineffective therapy.